Event description:
The hcp reported that the patient underwent a concentration change from 500 mcg/ml to 2000 mcg/ml, and the hcp did not program a bridge bolus. The patient is now going through withdrawal (no specific symptoms reported). The patient had been running at a new setting of 350 mcg/day of 2000 mcg/ml concentration for 27.5 hours. The original rate was 300 mcg/day of 500 mcg/ml concentration. The patient's pump was reprogrammed. Additional information has been requested from the hcp, but no information had been received as of the date of this report. A follow-up report will be sent if additional information is received.